Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation (hta) procedure in 2008. During the procedure, the hta reservoir overheated and melted. No patient info was provided.

Manufacturer narrative:
The lot number of the device used is unk, consequently, the MFR and expiration date of the device is unk. The device was not returned for evaluation. A device analysis cannot be performed; therefore, we are not able to determine to relationship between this device and the cause for this event.